Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29oct2018. Philips field service engineer (fse) confirmed the reported issue finding error code 1012 in the device service logs and replaced rp-pcba-blower mtr controller, (B)(4). The device successfully passed performance specification testing after the repair was completed.

Event description:
Air valve liftoff failure code 1012. No patient/user harm reported. The event date was not specified; estimate used.